Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the left cornua") in a 31 year-old female patient who had essure inserted (lot no. D06931,50064dk) for female sterilisation. The patient had a medical history of endometrial disorder in 2022, breast pain, latex allergy and heavy menstrual bleeding in 2016, vaginal delivery in 2015 and obesity. As concurrent condition the report mentioned menorrhagia since 2022. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.294 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hsg performed both tubes occluded [pathology test] on (B)(6) 2022: clinical information: menorrhagia diagnosis a. Endometrium, curettage: - hemorrhage with scant fragments of inflamed endometrial tissue with stromal breakdown, consistent with menstrual-type endometrium. - no dysplasia or malignancy identified. B. Uterus and cervix, total hysterectomy: - benign endo- and ectocervix. - benign weakly proliferative/inactive endometrium with fibrosis, suggestive of previous ablation. - no dysplasia or malignancy identified. Gross description: imbedded within the left cornua is a silver metallic coiled wire and a similar wire is noted within the right cornua. Each of these wires protrude focally into the endometrial cavity. Summary of sections: - endometrial curetting - anterior cervix - posterior cervix - endomyometrium ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical device removal was updated to embedded device..patient and reporter information,medical history,lab data,lot no.,expiry date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the left cornua") in a 31 year-old female patient who had essure inserted (lot no. D06931) for female sterilisation. The patient had a medical history of endometrial disorder in 2022, breast pain, latex allergy and heavy menstrual bleeding in 2016, vaginal delivery in 2015 and obesity. As concurrent condition the report mentioned menorrhagia since 2022. On (B)(6) 2015, the patient had essure inserted. At an unknown time, she experienced embedded device (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy - uterus). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.294 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: hsg performed both tubes occluded [pathology test] on (B)(6) 2022: clinical information: menorrhagia diagnosis a. Endometrium, curettage: - hemorrhage with scant fragments of inflamed endometrial tissue with stromal breakdown, consistent with menstrual-type endometrium. - no dysplasia or malignancy identified. B. Uterus and cervix, total hysterectomy: - benign endo- and ectocervix. - benign weakly proliferative/inactive endometrium with fibrosis, suggestive of previous ablation. - no dysplasia or malignancy identified. Gross description: imbedded within the left cornua is a silver metallic coiled wire and a similar wire is noted within the right cornua. Each of these wires protrude focally into the endometrial cavity. Summary of sections: - endometrial curetting - anterior cervix - posterior cervix - endomyometrium according to bayer qa, the lot number 50064dk is invalid. Batch no (B)(4) production date~ (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.